Event description:
Rptr states that the referenced oxygen generator does not have an alarm to indicate that the oxygen production has dropped below its expected delivery rate. Rptr states that the referenced device was delivered for her mother's use in 2008. Rptr states that when the unit was delivered she was told that the manufacturer's specs called for the unit's filter to be changed every three months and that the company would come out and perform this service. Rptr states that subsequently, the company called her and said that medicaid changed their policy and would now only pay for the machine to be serviced once per year. Rptr states that in 2009, she noticed that the unit's filter appeared to be very dirty. Rptr states that she called the firm and they agreed to check the unit out. Rptr states that in 2009 the firm came to check the unit and found the device to be delivering oxygen that was less than 90%. The machine is suppose to deliver 97% oxygen. Rptr states there is no alarm on the unit to indicate the percent oxygen being produced is low.